Event description:
This report summarizes eight malfunctions. A review of the malfunctions indicate that model mc1810 biopsy instrument allegedly self activated. This report was received from multiple sources. Five of the patient's associated with this report range from 10-84 years old the remaining patient's ages were not provded. Three patient's have weights between 54-68 kilograms, the weight was not provided for the other patients. These patients include four females and two males, the gender of the remaining patients has not been provided.

Manufacturer narrative:
H10: the lot number was provided for five out of eight malfunctions; therefore, a lot history review is currently being performed. Of the eight malfunctions, one sample was returned and self activation was not identified, but failure to prime was identified. The remaining seven samples will not be returned, therefore the seven investigations are inconclusive for the alleged self activation issue. The definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: unknown), g4 h11: b5, d4, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for six out of nine malfunctions; and a lot history review was performed. One malfunction's catalog number has been updated to mc1820. Of the nine malfunctions, three lot numbers were unknown. All of the investigations are inconclusive for the alleged self activation issue. However, one investigation was confirmed for failure to prime and trending code 1492 was added. The definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the malfunctions indicate that model mc1810, biopsy instrument, allegedly self activated. This report was received from multiple sources. Five of the patient's associated with this report range from 10-84 years old the remaining patient's ages were not provded. Three patient's have weights between 54-68 kilograms, the weight was not provided for the other patients. These patients include five females and four males.

Event description:
This report summarizes eight malfunctions. A review of the malfunctions indicate that model mc1810 biopsy instrument allegedly self activated. This report was received from multiple sources. The patient's associated with this report range from 10-84 years old. Three patient's have weights between 54-68 kilograms, the weight was not provided for the other patients. These patients include four females and two males, the gender of the remaining patients has not been provided.